Event description:
Reportedly, the pt underwent a sub total gastrectomy procedure. After the surgery it was noticed that the suture needle was broken. According to the x-ray photo, no needle piece was found in the pt's cavity. No add'l info was available.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that an adverse event did not occur the complaint will be reported to the FDA.